Event description:
On (B)(6) 2012, the pt and his wife reported that the rubber on the down button of the infusion device has worn off making it difficult to press the button. The pt has been waking up with elevated blood glucose levels. The elevated blood glucose levels have been around 300 mg/dl and have been occurring for the past week. His normal blood glucose range is 140 mg/dl. Bolusing will bring his blood glucose levels back down. The infusion device has not displayed any error or alert codes. The pt's wife feels that it is the problem with the button that is causing the elevated blood glucose levels. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.